Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has battery and power issues. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
It was reported that cs300 intra-aortic balloon pump (iabp) with battery and power issues. Getinge field service engineer (fse) found was able to confrm with the customer that this was indeed a battery maintenance required. Normal as this was past due for a pm. Customer then asked if getinge service could perform a demand pm and was provided with a quote. 06/26 customer provided a po# and fst was fnding a place in the schedule. 06/27 customer discovered that this unit was one of the cs300s being traded in for a discount on their new cardiosave iabps and said that this service is no longer needed. Fst was unable to perform the pm because the customer canceled. Biomed will set this unit aside and getinge will be decommissioning this unit once the trade is completed.there was no patient involvement.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).